Event description:
It was reported that the pump touch screen was cracked and that a malfunction alarm occurred. Reportedly, the pump got wet. Customer¿s blood glucose level was 164 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
Per tandem user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof.